Manufacturer narrative:
The device history record of batch number 02c1400129 was reviewed and there were no issues or discrepancies found that could relate to the reported complaint. No non-conformance reports were originated for the lot in question. The DHR shows that the product was assembled and inspected according to specifications. The sample was not returned for evaluation, therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The complaint is reported as: "the mask did not mist after filling the chamber and administering oxygen". The pt condition was reported as stable.